Event description:
It has been reported to philips that the system did not start, stalling at 0:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the software stays at 00:00 (frontal ippc). No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Later, the issue reoccurred, the philips engineer replaced the cube and ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.